Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer checks the tubing and infusion site, clears the alarm and resumes insulin delivery. The alarm does not reoccur. The customer's blood glucose level was not impacted. As the alarms had occurred in the past, tandem technical support was unable to perform a system check with the customer; however, the process was discussed with the customer.